Manufacturer narrative:
Investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2019, a 16mm amplatzer vascular plug ii was selected for implant. During preparation for the procedure, the physician discovered the device was damaged while inserting in the loading system. The device and the delivery system were retrieved and the case got canceled. No patient involvement was reported.

Manufacturer narrative:
An event of the device being "damaged" was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The reported event of the device being damaged could not be confirmed. A forming hole was found in the waist of the device and is a result of the manufacturing process. The investigation confirmed the device met specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the reported event could not be conclusively determined.